Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when passing the tissue under the wall in an evisceration procedure, the needle and the thread broke at the crimping point. The event took place three times with three sutures with the same batch number. There was no patient injury.